Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. The lesion was situated in the left anterior descending artery (lad). A promus element was implanted. After the placement of a second distal stent, the physician noticed that the proximal end of the first stent appeared deformed. A nc balloon was used to reopen the stent, and a further stent was implanted to ensure good lesion coverage. The patient remained stable and no complication has been reported.

Manufacturer narrative:
The device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).